Event description:
The pump was returned for investigation. Investigation revealed contamination under the button key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the keypad symbols of the ok and contrast keypad buttons are worn off and are illegible. Worn button symbols do not affect insulin delivery function. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding appropriately to button presses. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.